Manufacturer narrative:
D2b: fge, lit g4: PMA/510(k) #: k141521, k141597.

Event description:
It was reported that the balloon was ruptured occurred. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured just prior to the intended pressure being achieved. The device was subsequently removed, and the procedure was successfully completed using another device of the same type. There were no patient complications reported.

Manufacturer narrative:
D2b: fge, lit. G4: PMA/510(k) #: k141521, k141597. The device was returned for analysis. Upon visual inspection, it was determined that the balloon was not folded, indicating that it had been subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres, as specified in the mustang specifications. The returned device was connected to an encore inflation unit. During the application of positive pressure, di water was observed leaking from a pinhole in the balloon, located approximately 1 mm proximal to the distal marker band. A visual inspection of the marker bands revealed no issues. A combined visual and tactile examination of the shaft identified no kinks or damage. Additionally, a visual and tactile examination of the tip confirmed no damage.

Event description:
It was reported that the balloon was ruptured occurred. A 10.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured just prior to the intended pressure being achieved. The device was subsequently removed, and the procedure was successfully completed using another device of the same type. There were no patient complications reported.